Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The iliac arteries were tortuous. The intra-renal neck was 2.5 - 3 cm in length and it was 2.5 cm in diameter. There was another aortic neck below the aneurysm. The total length of the aneurysm was 8.5 cm. The right iliac artery was 20 mm in diameter at the bifurcation, it was 18mm in the mid section and 16 mm at the hypogastric. The left iliac was 16 mm in diameter at the bifurcation, it was 19 mm in the mid section and 20 mm at the hypogastric. The stent grafts were successfully implanted, then they shot a final angio and there was no endoleak. They wanted to iron out the stent graft to improve blood flow. Two reliant balloons were used and 1 was placed up to the infra-renal neck. The balloons were then pulled down into the iliac arteries (the balloons were within the stent graft all the time) and were gently inflated. The balloons were removed and a final run showed every was fine. Anesthesia showed that the patient had become hypotensive and blood pressure had dropped to 50. One of the balloons was still in the patient so it was deflated and then advanced up to the infra-renal neck. The balloon was inflated within the stent graft, but the blood pressure did not improve. The iliac arteries were reported to be very tortuous, but there was no dissection. A diagnostic catheter was pushed up in the ascending aorta to check if there was a dissection, but there was none seen. It was not possible to perform a cat scan because the patient was not stable enough. The patient was sent to the or for exploratory lab to be performed. The belly was opened and there was no blood other than approximately 1 unit, while the patient had received multiple units of blood products. A single stent perforation through the aorta at the bifurcation was seen. The location of the perforation was stitched with felt. The patient was then stabilized and closed. No additional clinical sequelae were reported.